Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they need to turn up their stimulation. The patient stated they just run to the restroom. The patient said setting 2 was controlling their defecation well but when they pee too much it goes right through their pad. Reviewed therapy information and general programming guidance. The patient connected to their ins on the call and increased stimulation intensity to a comfortable level in their bicycle seat area. They will maintain stimulation level and will continue to track symptoms. Redirected to healthcare provider (hcp) if issue persists. They'll follow-up with hcp on thursday. Additional information was received from the patient (pt). The reason for call was patient reported they were having real trouble with urine because they were "peeing on themselves" and it felt like they never had the implant put in. Patient said they had tried increasing stimulation but when they got to the number they wanted, they had trouble getting the numbers to "stick" so they weren't able to raise it. Patient said there was one time when they had increased stimulation and then stimulation went back down to 1 ma. During call agent walked patient through how to connect with their implant and patient was able to successfully increase stimulation to a comfortable level. Patient will maintain stimulation and monitor symptoms.